Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the clinic for a routine visit, high capture threshold was observed on the lead. A lead assessment was performed in the electrophysiologist lab to determine the lab placement and adequate lead integrity was observed. Patient was then discharged and device interrogation was scheduled. No further action was taken and the lead remains implanted. No further information available.